Event description:
A caller reported an occlusion alarm, and technical support was unable to verify the alarm number in the pump history. The event resulted in a blood glucose level of 370 mg/dl with an unspecified ketones level that was not identified as dangerous/life threatening. As a result, the customer went to the emergency room, received IV fluids, and resolved the issue by changing the infusion set and cartridge. Customer was released from the emergency room on 10/6 with no permanent damage or injury reported.